Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
While at philips bench repair for evaluation, the bench repair technician noted the battery ins on compartment a were bad. There was no reported patient involvement.

Manufacturer narrative:
The repair bench ordered a replacement battery pca, however, there is a global parts hold. Once the part is received, the device will be returned to the customer.